Event description:
While (B)(6) distributor was onsite conducting bi-annual preventive maintenance on the eplex instrument at (B)(6) hospital ((B)(6)), the customer inquired about accession number (B)(6). The customer indicated the sample was negative for sars-cov-2 on eplex rp2 panel but the same sample tested positive when tested at the nvrl (national virus reference laboratory). The customer also indicated the patient who provided the clinical sample passed away. The date of patient death is unknown. (B)(6) was made aware of the patient death on (B)(6) 2021. Conclusion: review of the following information suggests that the eplex rp2 panel performed as intended and within specification: ¿ internal review of qc release data for affected eplex rp2 panel lot (lot no. 53732815) confirms the consumable lot successfully met the established qc release specifications. ¿ review of the eplex rp2 panel test run information demonstrates that the internal controls were valid. ¿ no run malfunction was observed and the eplex instrument (serial #(B)(4)) was working within design specifications. The investigation concluded that the most likely cause for this discrepant result was a difference in sensitivity between the eplex rp2 panel and the molecular standard-of-care test methods used by the nvrl. It is noted that (B)(6) has made at least three due diligence attempts to learn more about this event, but has not received any additional information from the customer. These attempts are documented in the associated complaint handling file (# (B)(4)).